Event description:
It was reported that a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On 08/01/2024, upon removal of the sensor, the patient felt like the sensor wire was stuck in her skin. She went to an appointment on 08/05/2024 with her primary doctor in regards to the sensor wire in her skin. An x-ray was done and the patient was referred to a surgical clinic. On 08/07/2024, the patient had an appointment with the surgeon and the surgeon confirmed that they could see the sensor wire in the x-ray image. The surgeon made an incision on the patient's arm but did not locate the sensor wire. The patient was prescribed antibiotics; however, the patient stated they did not take the medication. At the time of the report, the patient stated that the sensor wire remained in her skin. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. The allegation was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional. H6: investigation findings.